Event description:
It was reported that valve thrombosis occurred. Vascular access was obtained via a right transfemoral approach. A 23mm lotus edge valve was successfully implanted however, upon implant, a gradient of 28mm was noted. Upon removal of the 23mm lotus edge valve system, thrombus was noted throughout the implant. The clot was on the braid frame and the sheathing aids. There was no indication thrombus was present on the 23mm lotus edge valve prior to removal. No further treatment was administered for the thrombus as the patient had been heparinized and the patients act was above 300. The procedure was completed with the successful implant of a 25mm lotus edge valve. One month after the 25mm lotus edge valve implant, the patient was brought in for a follow-up appointment. A computed tomography(CT) scan was performed and the radiologist described the hypo-attenuating leaflet thickening and noted valve thrombosis was present. Gradient had increased from 5mm one day post implant to 19mm. The patient was put on coumadin and will be seen in 30 days. It was further reported that the 23mm lotus edge valve was incorrectly attributed to this patient. The event of braid frame clot / thrombusduring the index procedure is not related to this procedure. The 25mm lotus edge valve was successfully implanted.

Manufacturer narrative:
B5: describe event or problem: corrected.

Event description:
It was reported that valve thrombosis occurred. Vascular access was obtained via a right transfemoral approach. A 23mm lotus edge valve was successfully implanted however, upon implant, a gradient of 28mm was noted. Upon removal of the 23mm lotus edge valve system, thrombus was noted throughout the implant. The clot was on the braid frame and the sheathing aids. There was no indication thrombus was present on the 23mm lotus edge valve prior to removal. No further treatment was administered for the thrombus as the patient had been heparinized and the patients act was above 300. The procedure was completed with the successful implant of a 25mm lotus edge valve. One month after the 25mm lotus edge valve implant, the patient was brought in for a follow-up appointment. A computed tomography(CT) scan was performed and the radiologist described the hypo-attenuating leaflet thickening and noted valve thrombosis was present. Gradient had increased from 5mm one day post implant to 19mm. The patient was put on coumadin and will be seen in 30 days.